Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported that the screws and rod came apart 7 months after the pt underwent an initial 2 level lumbar fusion surgery. The pt was at home when this occurred. The rod was no longer attached to the screw as the rod broke from the screw. There was no trauma or excessive impact reported prior to the event which may have caused the event. The initial surgery was on (B)(6) 2012 and the device was explanted during the hardware removal surgery on (B)(6) 2013. The reporter stated he felt the issue was with the screws. Additional clinical info was requested by integra.